Event description:
On 06/15/07, the lay-user/reporter contacted lifescan alleging a one touch ultra meter had read inaccurately high. Two days earlier, the reporter claimed that his mother obtained a result of "300 mg/dl" on the reported meter. Based on the meter reading, the pt reported took an unspecified dose and type of insulin. An unknown time later, the pt reportedly developed symptoms of disorientation. He also mentioned that the pt's "tone was kind of flaccid." The pt sought medical attention an unspecified time later and was treated with IV glucose. According to the reporter, the dr's office tested the pt's blood glucose after receiving the treatment and a result of "50 mg/dl" was obtained. No further clinical info was provided. It would have been helpful to know the following info: if the result of "300 mg/dl" was abnormally or unexpectedly high for the pt at the time of testing, what time the result of "300 mg/dl" was obtained, that type and dose of insulin was taken, what time the insulin was taken, when the symptoms developed, and what actions the pt took after the symptoms started. In addition, it would have been helpful to know if the pt tested her blood glucose while having the symptoms, what her blood glucose level was upon arriving in the dr's office, what her medication regimen is, and if the pt was following the regimen before and during the time of concern. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The reporter did not have the meter or supplies for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the pt developed symptoms after the pt took insulin based on a result and rec'd IV glucose treatment from a dr's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.